Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by patient that they were feeling stim in both feet. Patient said they turned stim down to 0.8 and still felt stim in both feet. Patient said that during the evaluation they only felt stim in one foot. During the call the patient switched from program 6 to program 1. While stim was off patient still felt stim in both feet. Patient increased stim on program 1. Patient didn't want to turn stim completely off. Patient was redirected to follow up with healthcare professional (hcp) to discuss stim sensation in feet. No further complications were reported or anticipated.